Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via (B)(6) that nurse is at patient's home. She states that he has a powerpicc 4 french single lumen that was placed (B)(6) 2019. She states that he gets medication every 12 hours. She states that 2 days ago, the PICC started to be resistant to flush and how is very hard to flush. Rep informed nurse to not flush PICC against resistance. Informed to contact his physician concerning the powerpicc being difficult to flush and asked about the use of cathflo/tpa. She states that her home health company does not instill cathflo/tpa. Informed that she may want to call md and ask about where to go for cathflo/tpa instillation if needed. Informed that on occasion patients have been sent to ER for cathflo/tpa instillation. Informed they may also want to do an x-ray if the cathflo/tpa is not successful.